Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had an allergic reaction to the medication in the hospital. The event occurred on (B)(6) 2015. The patient believed they had morphine and dilaudid in their pump. It took a month and a half before the healthcare provider (hcp) made any adjustments and gave the patient a personal therapy manager (ptm). Additional information received from the healthcare provider reported that the issue was not an allergic reaction to the drug but rather an over-dose. The physician didn't classify it as a "true overdose" as the patient never became unresponsive or had other classical signs of od. It was almost like the patient's body just could not tolerate that high of a dose. The issues with the medication was why the patient was admitted to the hospital. The patient's dose was lowered and the patient was stabilized. The patient current dose reflects that lowered dosage from (B)(6). The patient's current dose was dilaudid 1mg/ml for 0.0660mg/day and marcaine 10mg/ml for 0.66mg/day.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).